Event description:
It was reported that a cardiac perforation and pericardial effusion occurred. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. A pericardial effusion measuring 6mm was present near right ventricle prior to procedure start. The physician achieved transeptal puncture and access to left atrium. Versacross connect dilator and versacross radiofrequency (rf) wire were removed, and a pigtail angiographic catheter was introduced into left atrium and left atrial appendage (laa) access was achieved. Contrast injection was performed and noted contrast extravasation from posterior portion of the left atrial appendage. A pericardial effusion was noted on intracardiac echo as well as transesophageal echocardiography and laa perforation was noted. The physician removed the watchman sheath from the left atrium and reversed heparin with protamine. A pericardiocentesis was performed, removing 900cc of blood drainage from the patient's pericardium. Pericardial drain was sutured in place, and the patient was transferred to the intensive care unit for further care. The patient has been discharged. It was further reported that the rf wire was pulled back into the sheath and readvanced to the superior vena cava (svc) to reattempt optimal position on the fossa prior to transeptal crossing. A 1 to 3mm of the rf wire was exposed prior to rf application. Versacross system had been removed when complication was discovered. In the physician opinion, it is it was reported that a cardiac perforation and pericardial effusion occurred.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation (disposed of by facility). If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information..

Event description:
It was reported that a cardiac perforation and pericardial effusion occurred. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. A pericardial effusion measuring 6mm was present near right ventricle prior to procedure start. The physician achieved transeptal puncture and access to left atrium. Versacross connect dilator and versacross radiofrequency (rf) wire were removed, and a pigtail angiographic catheter was introduced into left atrium and left atrial appendage (laa) access was achieved. Contrast injection was performed and noted contrast extravasation from posterior portion of the left atrial appendage. A pericardial effusion was noted on intracardiac echo as well as transesophageal echocardiography and laa perforation was noted. The physician removed the watchman sheath from the left atrium and reversed heparin with protamine. A pericardiocentesis was performed, removing 900cc of blood drainage from the patient's pericardium. Pericardial drain was sutured in place, and the patient was transferred to the intensive care unit for further care. The patient has been discharged.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.